Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s weight at the time of the event was (B)(6). No further information provided. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that in (B)(6) 2017 a week before the report the pain in their right leg became significantly worse. There was a return of symptoms. The patient checked their implantable neurostimulator (ins) and discovered that therapy was off. The patient was not sure when they shut therapy off or if it just shut off by itself. It was noted that the ins battery was almost full at the time. Turning stimulation on resolved the issues. This was sudden. The ins had not been checked since the implant in (B)(6) 2012. No further complications were reported.